Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a retrograde approach, the 100% stenosed lesion was located approximately 2mm from an anastomosed part of a severely calcified and severely tortuous left radial vein shunt. Using a 4f introducer sheath and .018 inch guidewire, they crossed the lesion with a 4.0 x 40/40 sterling balloon catheter. The balloon was inflated to 14atms for 60 seconds and ruptured at 14atms, upon second inflation. This balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.